Event description:
It was reported that tibia impactor was found broken in two pieces. This was not used in a surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced break (intraoperatively) to break (pre or post operatively/step unknown).

Event description:
He indicated that specifically, the broken tibial impactor was found broken into (B)(4) pieces. In addition, he stated that the damage was discovered during set assembly, not as part of a surgical procedure. There was no associated patient consequence or injury.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "this impactor was cracked. " depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination. H6.